Event description:
It was reported that a user within the first nine days of ilet pump use experienced persistent hypoglycemia, including an on-call blood glucose of 55 mg/dl rising to 70 mg/dl after ingestion of multiple glucose tablets, and received troubleshooting and education regarding low treatment and adherence to the ilet correction protocol. Symptoms included shakiness and feeling unwell consistent with hypoglycemia. Outcomes included urgent low glucose, urgent low soon, and low glucose alerts without hospitalization. Investigation included review of the event details and provision of user education on avoiding overtreatment of lows and consideration of additional training. Investigation of this case revealed user-reported sensitivity to lows, perceived need for higher carbohydrate intake to correct, and uncertainty about recent pump adjustments, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.